Event description:
A customer observed a false negative hbsag result for a patient sample on the eci analyzer. The result did not match results obtained from an alternate method (pcr). The customer would not confirm whether or not the vitros hbsag results were reported or not. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The complaint involves a sample that tested negative with the vitros hbsag assay and gave a reactive hbsag result when tested with an alternate method (pcr). The customer refused to provide basic information regarding vitros hbsag lot number, quality control data, sample investigation data and patient historical information regarding the event. The root cause of the event has not been determined.